Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that foreign material was found inside the bag and at the upper part of the bag before use.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no abnormalities on the returned sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications - method for use: (1) do not reuse. (2) do not resterilize. (3) this device contain 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, considering usng alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: (1) do not use in patients who are or have been allergic to natural rubber latex"

Event description:
It was reported that foreign material was found inside the bag and at the upper part of the bag before use.